Manufacturer narrative:
(B)(4). Evaluation results/conclusions: (no issues reported with advancement and deployment of stent), (lesion pre-dilation was not performed as recommended, balloon pressure should not exceed rated burst pressure). Device evaluation: the device was returned in two pieces. The hypotube was bent and wavy and was returned with the core wire exposed. The detachment occurred immediately proximal to the guide wire entry port. The proximal marker band had moved proximally to the stretched balloon bond. The black transition tubing was partially necked at the detachment site immediately proximal to the guide wire entry port bond leaving 7.7 cm of the corewire exposed. The distal shaft was severly kinked 6.7 and 9.6 cm proximal to the balloon bond. The proximal balloon bond was stretched. The proximal inner shaft marker was located underneath the stretched balloon bond. The distal section of the balloon was pulled in on itself with approximately 1.0mm of the distal tip exposed. Please note that this device ((B)(4)) is distributed outside the united states; however, it is similar to the united states distributed product ((B)(4)).

Event description:
The physician implanted a 3.5 mm diameter x 12 mm length resolute integrity rapid exchange (rx) drug-eluting stent to treat a lesion in the mid segment of the lad, by direct stenting. The stent was deployed at 20 atms. Following stent implantation the distal shaft of the device detached inside the coronary artery. The device was inspected prior to use with no abnormalities noted. There were no issues noted with the deployment of the resolute integrity stent. No clinical sequelae were reported.